Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: oblique lumbar inter-body fusion (olif), posterior fusion levels implanted: l2-4 it was reported that on an unknown date, one week post-op, the l4 right set screw was loosened and the placed rod deviated. No revision has been scheduled. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.